Manufacturer narrative:
Literature citation: seira yamamoto, ituso shiina, satoshi nakamura, akira ikumi, kosei miura, takeo manmoto, naotaka mamizuka, and atsuhi hirano. ¿balloon kyphoplasty against osteoporotic vertebral compression fractures - treatment outcomes and complications". (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a literature article that the patient underwent bkp to treat l2 fracture. The patient elapsed asymptomatically although cement leakage in the lateral vertebral body was observed through the simple CT scan in the next day of surgery. The type of cement used was not specified in the article.